Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 90 to 170mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer is also stating that he is comparing his meter to another meter which is reading differently. The customer is stating that he has not made any recent changes in his diet, exercise regimen, or medication. The customer is testing three times a day (fasting) and is taking medication for his diabetes (insulin and pill form).

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Correction to most likely underlyign root cause - most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 90 to 170mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is 06/27/2016. The meter memory was reviewed for previous test result history: (B)(6). The customer is also stating that he is comparing his meter to another meter which is reading differently. The customer is stating that he has not made any recent changes in his diet, exercise regimen, or medication. The customer is testing three times a day (fasting) and is taking medication for his diabetes (insulin and pill form).